Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the stent of the returned device noted that the stent was crimped however one of the stent struts on the distal second row was bent backwards. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination of the shaft of the device noted several kinks along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 85% stenosed target lesion being treated was located in the moderately calcified and mildly tortuous right coronary artery. Pre-dilation with an unspecified balloon catheter. A 2.50x38mm promus element sds was advanced and was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.